Event description:
Customer reported an issue with the accutor plus monitor's pneumatic valve, which may have affected primary monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacements of a leaky pneumatic valve and pump assembly and cpu board update. Unit was calibrated and safety tested to factory specifications.